Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "customer called about their hamilton c1 sn (B)(6) which was on a patient. Vent had low minute volume and low volume alarms. Vent was autocycling and also not displaying resp. Rates or volume." Ventilator was exchanged. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
It was reported that the device alarmed with low minute volume and low volume alarms while on a patient. The reporter stated the ventilator was auto-cycling and intermittently did not display respiratory rate or volume values. The customer requested on-site service. The devices were replaced, but there was no reported patient harm. A questionnaire was sent to the customer (no response) to obtain additional clinical and device-use details, and the customer was provided with a recommended course of action in the event on-site support could not be scheduled immediately. The o2 cell was replaced to resolve the issue. Full-service software test/calibration were performed. Performed pre-op test, performed alarm test, unit passed all functional tests this case is considered as closed.